Manufacturer narrative:
Additional information: h6, h10. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: IFU for esheath, IFU for commander delivery system, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. As the complaint was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. As no edwards defect that could have resulted in the complaint was identified, no preventative or corrective actions (CAPA) are required. The reported events were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. Furthermore, there was no report of any issues with the sheath during device preparation. Per the complaint description, "during procedure the heart valve including commander system could not be pushed out of the esheath". A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. It was reported that the patient's access vessel had presence of "regular" tortuosity. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. It was reported that the patient's access vessel had presence of "normal" calcification. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. As reported, "it was noticed, tip traumatic due to cutting distality". As the patient's access vessel had presence of calcification, it is possible that the distal tip made contact with calcified nodules, damaging it in the process. Additionally, as resistance was met during system advancement through the sheath, the excessive device manipulation was likely applied, further exasperating the contact with calcification. As such, available information suggests that patient (calcification) and procedural (excessive manipulation) factors may have contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) regarding a patient who underwent an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach. During the procedure, the 26mm sapien 3 valve and the 26mm commander delivery system were difficult to push into the 14f esheath. It was noticed, that the tip of the sheath was damaged which caused damage to the artery and interfered with a proper closing of the vessel.